Event description:
It was reported that, this pacemaker exhibited farfield r wave oversensing in the right atrial (ra) lead. Boston scientific technical services (ts) indicated that the ra settings may be considered for programming optimization. This pacemaker remains in service. No adverse patient effects were reported.